Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, a sales representative reported via (B)(4) that an ar-5400-400ns dynanite® vip¿ glenoid pin broke. This occurred during a reverse total shoulder arthroplasty procedure on (B)(6) 2026, the broken guide wire was noticed on postoperative x-ray, not intra-operative. Additional information was provided on 02-feb-2026 where the sales representative reported via (B)(4) that the patient had normal bone quality. The patient's bone was prepped using the ar-5400-400ns glenoid pin, ar-5400-s vip glenoid targeter set, ar-5410-01 vip¿ glenoid reamer, vip¿ augmented mgs reamer, ar-9596-1025f modular drill, and an ar-9582-25 modular post for augmented mgs baseplate 25 mm. The procedure was completed with standard procedural technique using rtsa, vip, and augmented mgs sets. There was no delay in the case. Additional information was provided on 03-feb-2026 where the sales representative reported via (B)(4) that an additional surgery took place on (B)(6) 2026 to remove the broken ar-5400-400ns dynanite vip glenoid pin. It was noted that the patient was doing fine.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence of an ar-5400-400ns, batch 15512964, that displays an out of place glenoid pin. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. Per dfu, instruments, dfu-0023-eo, revision 5, j. Warnings 2. After insertion of the instrument into the joint, do not apply additional flexion to the joint. A piece of a broken instrument can become lodged in soft tissue and/or disappear from the arthroscopic view of the surgical field resulting in possible fragments being retained in the patient.